Manufacturer narrative:
The event was estimated to have occurred in 2024.

Event description:
It was reported that during a follow up in clinic, right ventricular noise resulting in oversensing and pacing inhibition was noted. Provocative testing was performed and the noise was able to be reproduced. The device was explanted and replaced. The right ventricular lead was capped and replaced. The patient was in stable condition.